Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking from the pigtail. Additionally, the customer experienced an elevated blood glucose (bg) level of 513 mg/dl. A correction bolus was delivered to address bg. Customer loaded a new cartridge and resumed insulin therapy.